Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a scratch on switch button number 2 the water tightness is lost. Nozzle has foreign objects. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Plastic distal end cover has a scratch. Objective lens has a scratch. Switch box has a scratch. Scope cover unit has a scratch. Universal cord has a scratch. Grip has a scratch. Forceps elevator has a scratch. Due to a scratch on objective lens, the image has dark area partially. Up/down knob has a scratch. Control unit has discoloration. Scope-connector has a scratch. Scope-cover has a scratch. Forceps elevator knob has a scratch. Right/left knob has a scratch. Adhesive on bending section rubber has a chip. Due to damage on right/left knob it does not move smoothly. Due to wear of angle wire, the play of up/down knob is out of the standard value. Control unit has a scratch. On water detection sticker 1b, dots are smudged and connected. Questionnaire for foreign matter found following: it is unknown if product was cleaned , disinfected, and sterilized before it was sent it to olympus. There was no delay in the start of the pre-cleaning (no lag time between the end of clinical use and the start of precleaning). It is unknown if the customer flushed the air/water nozzle with air and water. It is unknown if there were abnormalities found in the accessories used for preprocessing. It is unknown if the endoscope was immersed in the detergent solution. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. It is unknown if the air/water nozzle was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the gastrointestinal videoscope exhibited air/water leakage from the switch key tops. Inspection and testing of the returned device found nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.